Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed no telemetry available. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated a depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.